Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the insulation resistance value did not meet the standard value due to the adhesive peeling on the bending section cover, the adhesive around the objective lens was peeled, the scope connector cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the control side had a scratch, the universal cord had a wrinkle, the universal cord had a scratch, the image guide protector had a scratch, the flexibility adjustment ring had a scratch, the forceps channel port was shaved, the grip had a scratch, the scope cover had a scratch, the switch box was scratched, switch 1 was scratched, the suction cylinder was shaved, the forceps elevator and knob were scratched, the up / down / right / left knobs had a scratch, the control unit had discoloration / scratch, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a crack / chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The cleaning, disinfection, and sterilization (cds) process was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre cleaning, it was unknown if the air / water nozzle was flushed with water and air, it was unknown if there were any abnormalities in the accessories used for reprocessing, it was unknown if the endoscope was immersed in the detergent solution, and it was unknown if the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope showed a water supply blockage. The issue was found during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.